Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 50 mcg/ml fentanyl at 10.482 mcg/day and 15 mg/ml bupivacaine at 3.145 mg/day via an implantable pump for spinal pain. It was reported that the patient had been having therapy issues and loss of therapy for the last three months. A brownish colored residue on the pump was found on the pump segment where the connector was. That segment was removed and it was confirmed the pump was working fine. No further issues were reported or anticipated.